Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient a possible missing/detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The distributor did not report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).